Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the inferior vena cava filter with rheolytic thrombectomy. There was no tortuosity or calcification present. No issues were noted during preparation of the balloon catheter prior to use. No resistance was felt during advancement of the armada 35 balloon catheter to the lesion. During the attempt to inflate the balloon it was observed to be leaking at the proximal end of the balloon and the balloon did not inflate. Another balloon catheter of the same size was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). Correction - the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).